Event description:
Case description: investigational results: name of the suspect product: novopen 4. Batch number of the suspect: evg6147. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: novopen 4. Batch number of the suspect product: dug0862. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: novopen 4. Batch number of the suspect product: hvgl469. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: actrapid penfill. Batch number of the suspect product: nr7lp33. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, case was updated with following information: inv results were added for suspects actrapid penfill and novopen 4. Final report check box was ticked for novopen4 in EU/ca device information tab. Malfunction field was updated as "no" for novopen 4. Is non-reportable field? Was updated as "no". Expected date of follow up report was deleted. Imdrf codes updated (b, c, d, g). Narrative updated accordingly. References included: reference type: e2b linked report. Reference ID#: eg-novoprod-1225396. Reference notes: same patient. Reference type: e2b company number. Reference ID#: eg-novoprod-1224706. Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00099. Reference notes: medwatch 3500a MFR. Report number. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00100. Reference notes: medwatch 3500a MFR. Report number. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00098. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 06-oct-2024: the suspected devices were not returned to novonordisk for investigation. No conclusion is reached. H3 continued: evaluation summary: name of the suspect product: novopen 4. Batch number of the suspect product: dug0862. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) blood glucose level elevated to 600 mg/dl and sometimes decreased to 60 mg/dl [blood glucose fluctuation] rotating the dose counter rapidly to zero after pressing the dose button for injection [device malfunction] leaking after removing the pen from the injection site [device leakage] after pressing dose button when injecting without releasing insulin [device failure] elevation in blood glucose levels with third novopen 4 with batch number hvgl469 [blood glucose increased] suspected lack of efficacy [drug ineffective] inject actrapid in arms only [lack of injection site rotation] pen not working properly with third novopen 4 [device defective] case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "blood glucose level elevated to 600 mg/dl and sometimes decreased to 60 mg/dl(blood glucose fluctuation)" with an unspecified onset date, "rotating the dose counter rapidly to zero after pressing the dose button for injection(device component malfunction)" with an unspecified onset date, "leaking after removing the pen from the injection site(device leakage)" with an unspecified onset date, "after pressing dose button when injecting without releasing insulin(device failure)" with an unspecified onset date, "elevation in blood glucose levels with third novopen 4 with batch number hvgl469(blood glucose increased)" with an unspecified onset date, "suspected lack of efficacy(lack of efficacy)" with an unspecified onset date, "inject actrapid in arms only(lack of injection site rotation)" with an unspecified onset date, "pen not working properly with third novopen 4(device defective)" with an unspecified onset date, and concerned a 191 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , actrapid penfill (insulin human) (47 iu, qd (17 iu breakfast, 20 iu lunch & 10 iu dinner),) from 2016 and ongoing for "type 1 diabetes mellitus", patient's height: 152 cm patient's weight ranged between 55 to 56 kg and body mass index (bmi) was not reported. Dosage regimens: novopen 4: novopen 4: novopen 4: actrapid penfill: ??-???-2016 to not reported (dosage regimen ongoing); current condition: type 1 diabetes mellitus since 2016. Concomitant products included - lantus(insulin glargine) from an unspecified date in 2016 patient started using actrapid and lantus. On an unknown date patient complained of 3 novopen 4 out of which 2 of them had been used since 2016 then stopped 1 year ago when the 3rd one has been started to be used till now and the problem is rotating the dose counter rapidly to zero after pressing the dose button for injection either without releasing insulin or with leaking it after removing the pen from the injection site. From an unknown patient experienced fluctuated blood glucose levels till now, whereas the blood glucose levels 3 hours after the meal might be 120 or 80 mg/dl, and sometimes decreased to 60 mg/dl, while sometimes elevated to 400, 500 or 600 mg/dl and hba1c was 9.5 % 1 month ago. It was reported that blood glucose levels elevation was related to the technical issues in 2 np4 which had been used since 2016 till a year ago when a 3rd novopen 4 has been started to be used till now, but that pen also started to be not working properly with elevation in blood glucose levels a week ago till now. From an unknown date patient used to reuse the needle till a week and inject actrapid in arms only. Patient is on a dietary supplement (once daily) changed every 3 months (not specified) it was reported that patient suspected lack of efficacy of insulin. Batch numbers: novopen 4: evg6147, dug0862, hvgl469 novopen 4: novopen 4: actrapid penfill: nr7lp33 action taken to novopen 4 was not reported. Action taken to actrapid penfill was not reported. The outcome for the event "blood glucose level elevated to 600 mg/dl and sometimes decreased to 60 mg/dl(blood glucose fluctuation)" was not yet recovered. The outcome for the event "rotating the dose counter rapidly to zero after pressing the dose button for injection(device component malfunction)" was not reported. The outcome for the event "leaking after removing the pen from the injection site(device leakage)" was not reported. The outcome for the event "after pressing dose button when injecting without releasing insulin(device failure)" was not reported. The outcome for the event "elevation in blood glucose levels with third novopen 4 with batch number hvgl469(blood glucose increased)" was not reported. The outcome for the event "suspected lack of efficacy(lack of efficacy)" was not reported. The outcome for the event "inject actrapid in arms only(lack of injection site rotation)" was not reported. The outcome for the event "pen not working properly with third novopen 4(device defective)" was not reported.